Event description:
Ventilator was in use on a five-year-old girl on 10/17/94, at 0737 hrs, when it alarmed a tidal volume (tv) between 800-1200 ml of air. The pt was only to receive 250 ml of air. The nursing and respiratory therapy staff removed the machine from the pt and used a manual ambu bag until she was properly fitted with another ventilator. The pt was not injured as a result of this. According to witnesses, the proximal pressure out of range (high) alarm, error code e82, activated once the tv exceeded 300 ml of air. The staff realized the pt's chest and abdomen were moving more than normal. The staff immediately removed the ventilator. On 10/21 the service rep performed a full diagnostic. Rep mentioned the flow readings on the air and oxygen gauges were slightly off. However, he stated this was not enough to cause harm. He did reproduce the e82 error by removing the proximal pressure fastback line from the y tube. Since the pressure transducer read a low value, the microprocessor tried to compensate for the decreased resistance of air in the tube by increasing the rate of flow. The alarms activated once the tv exceeded the 300 ml high mechanical volume. The air and o2 filters automatically vented the increased volume, however, there was no mechanism to automatically stop the ventilator from incresing the rate of flow. The monitor read a tv over 200 ml before rptr shut the unit off. This could over inflate the pt's lung if the automatic venting system did not work. Rep later displayed the error history chart. Flow valve leak, was visible for the 10/17/94 date. According to the service manual, "this alarm activates if the gas flow rate as measured by the internal flow transducer is 8 l/min greater than leak makeup during exhalation." The e82 message did not display on the screen because someone may have pushed the help button which automatically deletes the last error message. The bme staff found that if the maximum flow limit is set high for the specific parameters of the pt's lungs, and the proximal pressure line is disconnected and capped, then the errors occur. The volume of air within the main line will increase within seconds.